Manufacturer narrative:
Per a good faith effort (gfe) response, it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the touchscreen is faulty. No repairs were completed by the product support engineer (pse) as the customer declined repair. A multi-vendor/clinical engineering department handled the service call/incident. Per gfe response, it was confirmed that the touchscreen was replaced to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device¿s touchscreen fails intermittently and cannot be calibrated. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.